Event description:
It was reported that the guide wire removal difficulties, acute thrombosis, vessel closure, and guide wire tip detachment occurred. The target lesion was located in the left anterior descending (lad) artery. After a non-bsc drug-eluting stent was deployed, a luge guidewire was advanced through the previously implanted stent down to the diagonal branch, followed by dilatation of the diagonal branch. However, when the physician attempted to pull the guide wire out, it became stuck to the stent. As the physician pulled the guide wire back, the balloon and guide wire crushed the previously implanted stent and the patient developed thrombus and acute vessel closure. The physician continued to pull the guide wire out but the radiopaque tip sheered off and remained stuck to the previously implanted stent. Subsequently, the patient underwent coronary artery bypass grafting and was stable afterwards. However, the luge guide wire tip remained in the vessel.